Manufacturer narrative:
The pump was returned for investigation. Evaluation revealed the display was dim. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 13-jan-2020. Device evaluation: the pump has been returned and evaluated by product analysis on 13-jan-2020 with the following findings: evaluation revealed the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display was dim. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 13-jan-2020.